Manufacturer narrative:
The table subject of the reported event was installed at the user facility on may 14, 1993 and is approximately 26 years old. A steris service technician arrived on site to inspect the table. While inspecting the unit, the technician confirmed the hand control was working intermittently. The user facility could not confirm, but based on the technician's inspection, the hand control subject of the reported event appeared to be the original hand control, making it approximately 26 years old. Based on the technician's inspection and the age of the unit, it was confirmed the control cord had become worn over time, resulting in the reported event. The technician replaced the hand control cord, tested the unit and found it to be operating according to specifications. The table was returned to service. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, their 3080 rl major surgical table was intermittently responding to table commands via hand control. The reported loss of control was only a few seconds and did not result in a delay in the procedure. The procedure was completed successfully. No report of injury.